Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/13/2024, was chosen based on the date that the journal article was published. Blocks d4 and h4: the article did not report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block g2: morita, m., tanabe, m., kinugawa, c., nakamura, s., amano, s., nishimura, k., ... & fukagai, t. (2024). Rectal perforation following spaceoar placement combined with permanent prostate brachytherapy. Iju case reports. Https://doi.org/10.1002/iju5.12769.

Event description:
Boston scientific became aware of an event involving a spaceoar device through the article: rectal perforation following spaceoar placement combined with permanent prostate brachytherapy, by masashi morita, et al. Per the article, two weeks post spaceoar placement procedure, the patient reported mucus stools, which began on the fourth day after placement. An examination revealed that the spaceoar had infiltrated the prostate side, causing suspicion of a rectal wall injury (rwi). A colostomy was performed, which showed extensive ulceration on the rectum's anterior wall without surrounding vascular inflammation, leading to a diagnosis of spaceoar-induced ulceration. The patient received macrogol 4000 treatment and was monitored with monthly follow-up visits and MRI scans, during the second month the hydrogel began to absorb, and it was observed a fistula. Although hyperbaric oxygen therapy was recommended, the patient declined due to logistical issues. Despite this, the patient showed significant improvement over time. By the fourth month, mucus stools decreased, and by the fifth month, the perforation site showed marked improvement on magnetic resonance imaging and clinical examination. By the sixth month, the mucosal surface had almost fully recovered,